Event description:
Reporting status: serious injury. Reporting rationale: plaque prolapse requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the target lesion was a mildly tortuous and mildly calcified de novo lesion. It was not a total occlusion. The lesion was predilated with another company's 2.0x15 balloon. During the procedure, a 3.5 x 18 promus stent was implanted into the right coronary artery (rca). After stenting, an ivus was run and found there was plaque prolapse at the middle of the stent, although the promus stent appeared well positioned and fully apposed. Thus, a 3.5 x 8 stent was used to cover the prolapse. The lesion was post dilated with another company's 4x8 balloon. The case was completed successfully. No patient complications due to the plaque prolapse. No additional information is available.

Manufacturer narrative:
Plaque prolapse is the redistribution of plaque near the lesion site that can occur after stent implantation of balloon dilatation. Plaque prolapse may be treated as an embolism, in which plaque moves from one location and causes a blockage, or occlusion, in another location of the vessel. Factors that can contribute to plaque prolapse include, but are not limited to, lesion characteristics, pre-dilatation strategy, device size selection, and procedural technique. Plaque prolapse and non-surgical treatment (pti) are listed in the risk assessment as procedural complications. A conclusive cause for the plaque prolapse cannot be determined.